Event description:
It was reported that during a ureteroscopy procedure, the physician was using the device without difficulty, and it was heard a loud buzzing noise. Then, it was identified that the fiber had been broken off from port connector. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a ureteroscopy procedure, the physician was using the device without difficulty, and it was heard a loud buzzing noise. Then, it was identified that the fiber had been broken off from port connector. The procedure was completed with another fiber without patient complications.